Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an epic biliary stent was to be used to treat a stenosis due to cholangiocarcinoma in the left hepatic duct during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient¿s anatomy was tortuous, and the stent was placed to ensure proper drainage. According to the complainant, during the procedure, the stent failed to fully deploy. The stent was partially deployed when removed from the endoscope; 4 cm of the outer sheath was released. The procedure was completed with a 10mm x 8mm epic biliary stent there were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An epic biliary delivery system was received for analysis; the stent was not returned. Visual examination of the returned device found multiple kinks in the inner shaft. No other issues with the device noted. According to the complainant, the patient had a previously implanted biliary stent extending out of the papilla area when the epic biliary placement in the hepatic duct was performed. The reported event and the damage noted to the device is consistent with interference with the previous biliary stent. Therefore, the most probable root cause assigned to this complaint is caused by other device. A review of documentation confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an epic biliary stent was to be used to treat a stenosis due to cholangiocarcinoma in the left hepatic duct during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient¿s anatomy was tortuous, and the stent was placed to ensure proper drainage. According to the complainant, during the procedure, the stent failed to fully deploy. The stent was partially deployed when removed from the endoscope; 4 cm of the outer sheath was released. The procedure was completed with a 10mm x 8mm epic biliary stent there were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on may 22, 2018. According to the complainant, during the procedure, the thumbwheel was rotated but the outer catheter did not move. As the device was removed from the scope, the outer catheter moved about 2 cm, and the stent was accidentally deployed inside the scope.